Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant procedure of a transcatheter valve in a patient with a history of gastrointestinal bleeding with repeated blood transfusions, the patient's hemoglobin level was at 7 grams per deciliter (g/dl) indicating a hypovolemic state. During the implant procedure, the patient's oxygen saturation decreased to approximately 70% and blood pressure was unstable. Therefore, continuous adrenaline and "spot" administration was performed. Additionally, pumping was performed using peripheral and central venous (cv) access. After the aortic valve was crossed using a non-medtronic (emerald) straight guidewire through a catheter, it was suspected that the straight wire was advanced too deep into the left ventricle (lv). After the straight guidewire was removed, a non-medtronic (radifocus) j-tip guidewire was inserted. Subsequently, the j-tip guidewire was replaced with a pigtail catheter, and a medtronic (confida) lv guidewire was inserted through the pigtail catheter. At this point, the patient's mean gradient was approximately 70-80 millimeters of mercury (mm hg). An echocardiogram was performed and the medtronic guidewire was not observed. Subsequently, the medtronic guidewire was removed from the lv. The aortic valve was crossed a second time and inserted into the lv wire without reaching the apex. Following lv guidewire insertion, mitral valve interference was suspected. A pre-implant balloon aortic val vulvoplasty (bav) was performed. During the pre-implant bav, a temporary rise in blood pressure was observed, and an echocardiogram was performed that revealed a pericardial effusion and patient's systolic blood pressure was approximately 40 mmhg.  Additionally, cardiac tamponade occurred due to a left ventricular perforation. Subsequently, percutaneous cardiopulmonary support (pcps) was inserted and pericardial drainage was performed. Following pcps insertion, the patient's blood pressure increased and hemodynamics were temporarily stable. Therefore, the transcatheter valve was implanted. Following the implant of the valve, a temporary rise in blood pressure was observed; however, the pericardial drainage was unsuccessful, and bleeding in the abdominal cavity was observed on echocardiography. The patient's cardiac tamponade progressed with bradycardia and a gradual decline in blood pressure. Cardiac arrest occurred and cardiopulmonary resuscitation (CPR) was initiated; however, there was no improvement. Upon fluoroscopic guidance, a pericardial drainage was attempted again. An emergency laparotomy was performed, and hemostasis was difficult to achieve. At this point, it was suspected that the persistent bleeding was caused by disseminated intravascular coagulation (dic). Despite ongoing CPR, the patient was transferred to the cardiac care unit (ccu) with percutaneous cardiopulmonary support (pcps); however, the patient later died. Per the physician, the left ventricular perforation was believed to have been caused by the non-medtronic (emerald) straight guidewire during the first aortic valve crossing. Additional information was received that the guidewire was visually inspected for bends, kinks, coil separations and other damage. While crossing the aortic valve, a straight wire was inserted and then an angiographic catheter was inserted over the straight wire. It was noted that the implanting team could not continuously monitor the guidewire. Per the physician, ventricular hypertrophy was present which contributed to the perforation, and the cause of the perforation was due to the patient¿s small left ventricle. Per the physician, the medtronic guidewire could not be ruled out as a contributing factor to the perforation, but the straight wire was deemed the cause. It was further reported that the cause of death was due to bleeding that could not be controlled. Additionally, the valve and dcs could be excluded as contributing factors to the death, but the medtronic guidewire could not be ruled out as a contributing factor. Additional information was received that the guidewire position was visually monitored on a fluoroscopy screen.

Event description:
Additional information was received that the guidewire was visually inspected for bends, kinks, coil separations and other damage. While crossing the aortic valve, a straight wire was inserted and then an angiographic catheter was inserted over the straight wire. It was noted that the implanting team could not continuously monitor the guidewire. Per the physician, ventricular hypertrophy was present which contributed to the perforation, and the cause of the perforation was due to the patient¿s small left ventricle. Per the physician, the medtronic guidewire could not be ruled out as a contributing factor to the perforation, but the straight wire was deemed the cause. It was further reported that the cause of death was due to bleeding that could not be controlled. Additionally, the valve and dcs could be excluded as contributing factors to the death, but the medtronic guidewire could not be ruled out as a contributing factor.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant procedure of a transcatheter valve in a patient with a history of gastrointestinal bleeding with repeated blood transfusions, the patient's hemoglobin level was at 7 grams per deciliter (g/dl) indicating a hypovolemic state. During the implant procedure, the patient's oxygen saturation decreased to approximately 70% and blood pressure was unstable. Therefore, continuous adrenaline and "spot" administration was performed. Additionally, pumping was performed using peripheral and central venous (cv) access. After the aortic valve was crossed using a non-medtronic straight guidewire through a catheter, it was suspected that the straight wire was advanced too deep into the left ventricle (lv). After the straight guidewire was removed, a non-medtronic j-tip guidewire was inserted. Subsequently, the j-tip guidewire was replaced with a pigtail catheter, and a medtronic lv guidewire was inserted through the pigtail catheter. At this point, the patient's mean gradient was approximately 70-80 millimeters of mercury (mm hg). An echocardiogram was performed and the medtronic guidewire was not observed. Subsequently, the medtronic guidewire was removed from the lv. The aortic valve was crossed a second time and inserted into the lv wire without reaching the apex. Following lv guidewire insertion, mitral valve interference was suspected. A pre-implant balloon aortic valvuloplasty (bav) was performed. During the pre-implant bav, a temporary rise in blood pressure was observed, and an echocardiogram was performed that revealed a pericardial effusion and patient's systolic blood pressure was approximately 40 mmhg.  Additionally, cardiac tamponade occurred due to a left ventricular perforation. Subsequently, percutaneous cardiopulmonary support (pcps) was inserted and pericardial drainage was performed. Following pcps insertion, the patient's blood pressure increased and hemodynamics were temporarily stable. Therefore, the transcatheter valve was implanted. Following the implant of the valve, a temporary rise in blood pressure was observed; however, the pericardial drainage was unsuccessful, and bleeding in the abdominal cavity was observed on echocardiography. The patient's cardiac tamponade progressed with bradycardia and a gradual decline in blood pressure. Cardiac arrest occurred and cardiopulmonary resuscitation (CPR) was initiated; however, there was no improvement. Upon fluoroscopic guidance, a pericardial drainage was attempted again. An emergency laparotomy was performed, and hemostasis was difficult to achieve. At this point, it was suspected that the persistent bleeding was caused by disseminated intravascular coagulation (dic). Despite ongoing CPR, the patient was transferred to the cardiac care unit (ccu) with percutaneous cardiopulmonary support (pcps); however, the patient later died. Per the physician, the left v entricular perforation was believed to have been caused by the non-medtronic straight guidewire during the first aortic valve crossing.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (b)(6}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} product ID {evolutfx-23}; product lot/serial number (b)(6}; product type: {0195-heartvalves}; implant date (B)(6) 2025; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.